Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, during a follow-up several noise episodes were observed in the ventricular channel, without therapy applied. Some maneuvers to reproduce the event were performed but unsuccessfully. The continuity graph showed a fast decrease around (B)(6) 2017, however impedance values were in normal range. Update received on 15 jun 2018: during the interrogation performed on (B)(6) 2018, several atrial and ventricular noise episodes were observed. It was not possible to reproduce the noise patterns through maneuvers. The atrial sensitivity was increased from 0.4mv to 1.0mv and ventricular sensitivity from 0.6mv to 0.8mv.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up several noise episodes were observed in the ventricular channel, without therapy applied. Some maneuvers to reproduce the event were performed but unsuccessfully. The continuity graph showed a fast decrease around (B)(6) 2017, however impedance values were in normal range.